Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a low blood glucose level. Customer stated that she left the hospital and noticed that her blood glucose level was 290 mg./dl. Blood glucose level at the time of the call was 292 mg/dl. The insulin pump was not replaced or returned for analysis.